Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored on multiple firings of device. There was no damage to tissue. Case completed with another device of the same product code. There were no patient consequences. No additional information available per rep. Device is not available to return for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.